Event description:
A report was received that the patient would undergo an explant. No further details were provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8116-50 (B)(4) model description:artisan 2x8 paddle lead, 50 cm.

Manufacturer narrative:
Additional information revealed that the patient's explant procedure has been cancelled due to a heart attack. It is not known if the heart attack was device related. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient would undergo an explant. No further details were provided.